Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 82 mg/dl. Manufacturer does not recommended. The blood glucose test is accurate 20% compare with lab results within 30minutes after lab test done. The customer's expected fasting blood glucose test result range is 95 to 115mg/dl. Medical attention is not reported as a result of the actual blood glucose at the time of call. Customer informed had symptoms as sweaty and shaky on (B)(6) 2016. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 08/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).